Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: unpsecified. The following information was provided by the initial reporter: " high levels of noise on instrument on stool based assays. Customer has continuous false positive issues. ".

Manufacturer narrative:
Investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number ct0603. Customer reported receiving "false positive" result for giardia lamblia on epp assay. Field service was dispatched. Field service replaced side a reader. Instrument was returned to the customer functional. Complaint is confirmed. Root cause cannot be determined with the information provided. Parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "high levels of noise on instrument on stool based assays. Customer has continuous false positive issues."